Event description:
It was reported that several hours post-operatively, the right ventricular (rv) lead dislodged. The lead was unable to capture and the r-waves had dropped. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.